Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the motion batteries and charger board were checked. The manufacturer representative drove the system around and found no issues. It was suggested that the system may have been left unplugged between cases. The imaging system passed the system checkout and was found to be fully functional. No parts were replaced or returned to the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the motion batteries of the image acquisition system (ias) are not holding a charge. There was no patient present when this issue was identified.